Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean, and the stylet and cannula were in their initial positions. Upon functional testing, the device was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was turned once more, and the device self-activated. The device was not able to be fully primed. Priming of the device was attempted again however when the rotational knob was turned second time the device self-activated. The device was disassembled, and the internal parts were inspected. Upon inspection, deformation noted in the stylet hub. Therefore, the investigation is confirmed for the identified self-activation, as the device self-activated when priming. However, the investigation is inconclusive for the reported failure to fire, as the functional testing was not performed. Per the evaluation results, the identified short shot in the locking tangs of the stylet hub contributed to the identified self activation issue, as this prevents the hub from locking. However, the definitive root cause for the reported failure to fire could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to fire. There was no reported patient injury.